Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected), pump error 63(hardware low level failures), pump error 82(the hrm task did not grant motor power in reasonable time). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed and the customer reported receiving a pump error. The customer worried that pump errors are occurring so many times. No harm requiring medical intervention was reported. Mmt-1882 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test. No unexpected pump error 63, 53, 82 alarms during testing. Thus software was utilized and downloaded trace/history files properly. However, in further full review in the pump history found multiple pump error 63 on 10/01/2024 07:56:14.000, 10/01/2024 07:56:45.000 file number: 2017, line number: 147 and pump error 82 on 10/19/2024 09:20:16.000, 10/19/2024 09:30:00.000, 10/19/2024 11:49:20.000. File number: 16, line number: 578 due to hardware error. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, no pump error 53, 63, 82 alarms during testing. However, pump error 63 and 82 in trace history may have had an intermittent failure by electronic defective that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.